Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional and correct information has been provided with this report.

Event description:
It was reported via phone call by customer's father that the customer was in intensive care unit. The customer is also having issues with pump alarming motor error and no delivery alarms. The customer's blood glucose was unknown at the time of hospitalization. The customer's symptoms were vomiting. Customer did not have a backup plan. The customer was advised the insulin pump will need to be replaced. The customer declined to troubleshoot for no delivery and high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received a motor error alarm and display screen went blank. Display screen came back on, but customer realized that reservoir was empty and did not have any more insulin. Customer was out of town and was going to go to an urgent care or emergency room due to not having anymore insulin. Troubleshooting could not be performed and customer hung up.